Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in bacterial peritonitis. The peritonitis was manifested by cloudy effluent and abdominal pain. The breach in aseptic technique was further described as the patient was noncompliant. On the same day as the event onset, the patient was hospitalized. Also on that same day, the patient was treated with intraperitoneal cefazoline (2g per day for nine days) and intraperitoneal gentamicin (80 mg per day for nine days) for peritonitis. Nine days after event onset, the patient was discharged from the hospital and the treatment was discontinued. On that same day, the patient recovered. Dianeal therapy was ongoing. It was not reported if the patient was retrained on aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a break in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.